Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the submitted log file. The reported event of an issue with the green pump running symbol on the user interface was not confirmed. The submitted controller event log file contained data spanning approximately 13 hours on 24dec2024 (0:01:03 ¿ 13:18:10 on 24dec2024 per the timestamps). The log file captured power cable disconnect alarms on 24dec2024 from 12:12:28 to 12:12:55, 12:14:06 to 12:14:13, and 12:14:37 to 12:14:38 due to the relative state of charge (rsoc) voltage on the black power cable dropping to approximately 0 v while connected to 14v batteries. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" explain the buttons, lights, symbols, and display screen on the system controller user interface, including the pump running symbol. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarms were going off and the patient could not see the green light on the system controller. The patient stated that they had the system controller in a tight pocket and the cord was twisted. There were no alarms when they took it out of their pocket. The log file found two low flow flags on 24dec2024 that were not sustained enough (more than 10 seconds) to activate the audible alarm. The log file also captured several odd drops in voltage and power cable disconnect alarms while connected to batteries. The log file indicated the pump was running. There were no other unusual events recorded in the log file history and the equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.